Event description:
It was reported that there was a loss of therapeutic effect. Starting the night prior to report the patient noticed they could not feel stimulation on the right side. The patient stated if they increased stimulation they still did not feel stimulation on the right side. The patient stated the ¿right side was what was giving them problems.¿ the patient also stated when they increased stimulation they felt stimulation higher up on the body. The patient also noted that the manufacturer representative told the patient not to increase stimulation or the patient would feel it in the stomach. The patient stated that they did not feel stimulation on the right side for all body positions and when laying on the right side the stimulation felt stronger. Program one was 5.0v and program two was 6.8v. The patient noted that they had only adjusted program two. The patient adjusted program one from 5.0v to 7.8v and also increased two to 7.8v. The patient noted that they did not feel stimulation on the right side but the stimulation sensation had moved higher on the body to the breast. The patient reported no falls or trauma. The patient also mentioned that their mouth was dry from taking ¿pain pills.¿ per the patient, these were normal pain medication. The patient stated that they always had ¿oxycodone¿ on hand and they took two pills two hours apart the night prior to report because of pain in the back. The patient noted that they also took ¿flexerol¿ to relax muscles. The patient noted that they did call the healthcare professional (hcp) but they did not have an appointment for the patient. The patient attempted to contact the manufacturer representative but found that the manufacturer representative did not have voicemail. The patient was redirected to the hcp. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37651, serial # (B)(4), product type recharger; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).